Manufacturer narrative:
This report is being submitted as follow up no. 1 to update the section and to provide the completed investigation results. Results - 114 is based on evaluation of user facility information & the returned sample; 213 is based upon functional testing of the returned sample. (B)(4). One 6 fr angio-seal vip device was received for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath. The arteriotomy locator was returned as well. Visual inspection revealed that the guidewire was found inserted into the locator. The carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostasis sheath revealed that the anchor was still present within the sheath. Functional testing was conducted. The deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The digital force was then applied to the anchor and the suture was broke upon pulling. The device was then disassembled and the presence of the tamper tube was confirmed. Both clear and black shrink marker was properly adhered to the suture. The suture was then examined and it was broke upon minor tensile strength. Upon isolating the supplier lot number, the certificate of conformance of the suture batch was checked. The results of the suture tensile strength were reviewed and found to be within the specification limits listed in the certificate of analysis. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. The device was functionally tested and it worked as intended. Based on the investigation results, it is likely that the device was not placed in the full forward lock position or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device snapped on deployment. A fem stop was applied and the patient was well. There was no harm to the patient. Additional information was received 28august2019: the procedure performed was a percutaneous coronary intervention using a 6fr sheath.